Event description:
It was reported that 2 bd microfine¿ + pen injector needles could not be detached from the pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to detach the pen needle from the pen. According to the user's report, the pen needle could not be detached from the pen. The user has experienced this issue twice."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 05-jul-2022 h6: investigation summary two open 31g x 5mm pen needle samples and three photos were returned from lot no. Unknown, cat. No. 320129. Visual examination of the returned samples was carried out and damage to the hub was observed on one sample and no issues were observed on the remaining sample. A functionality test was carried out on the returned samples and no issues were observed. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to misalignment at the pick and place station in assembly.

Event description:
It was reported that 2 bd microfine¿ + pen injector needles could not be detached from the pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to detach the pen needle from the pen. According to the user's report, the pen needle could not be detached from the pen. The user has experienced this issue twice."